Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after a syncopal episode. A remote monitor transmission was completed, reviewed and indicated a right ventricular lead impedance warning occurred due to low impedance measurements. It was further reported that there was loss of capture and the patient¿s heart rate was thirty beats per minute. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.